Event description:
Boston scientific received information that during a patient follow up, several out of range shock impedance measurements were noted on this right ventricular (rv) lead during appropriate shock delivery for a ventricular arrhythmia. During the recorded episode, the impedance measurements were below 20 ohms for the first two shocks, above 125 ohms for the third shock and then again below 20 ohms for the fourth shock. It was also noted that the pacing impedance measurement was below 200 ohms, no ventricular capture and there was noise was observed on the ventricular channel. It is suspected that the insulation on this rv lead may be compromised. No adverse patient effects were reported.

Manufacturer narrative:
The associated implantable cardioverter defibrillator (ICD) was deactivated. A revision was performed and this rv lead was explanted and successfully replaced. In addition, the ICD was also replaced. Neither product will be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. An amended report will be submitted should further information be provided.